Event description:
The patient reportedly switched from a medtronic insulin pump and medtronic glucose monitor to a tandem insulin pump and dexcom glucose monitor because her medtronic pump was expiring. The patient died subsequent to stroke within days of making the pump switch ¿ emergency medical services (ems) call initiated by tandem on day 1, ems called again on day 3 by friend, patient was admitted and expired on day 5. Manufacturer response for glucose monitor, dexcom g7 (per site reporter) manufacturer opened incident report.